Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy memory eight wire basket. The basket was advanced into the duct and one stone was removed. The basket was advanced into the duct again another stone was grasped by the basket, but the stone and basket became impacted. The physician could not remove the basket and stone from the duct. The patient was sent to surgery for removal of the basket and the remaining stones. Other than surgical removal of the remaining stones and the basket, no additional medical procedures were required. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: impaction of the object with the basket is listed in the memory eight wire basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The information provided indicated the basket with the entrapped stone could not be removed from the duct. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the memory eight wire basket instructions for use as a contraindication. The instructions for use for the memory eight wire basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention may be necessary. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. This type of occurrence is an inherent risk of the procedure and involves a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.